Event description:
Case report from (B)(6) reported as: (B)(6)2014: tevar was performed for aortic aneurysm. After a bypass was performed on the left subclavian artery, relay plus was implanted on zone 1. Then, medtronic/valiant stentgraft was implanted on the distal portion of descending aorta. No endoleak was confirmed with post-implant angiography. The left subclavian artery was then blocked. Blood pressure was stable at the end of operation. On (B)(6)2014: the patient was transferred to ICU. Vital signs were stable. However, blood pressure was suddenly decreased and cardiorespiratory arrest was confirmed 2 hours later. CT was taken, but dissection was not confirmed. The patient death was then confirmed at 4am. The cause of death was not determined. Physician's comment: hematoma was confirmed on brachiocephalic artery where the tip of relay plus bare stent was positioned; however hematoma is less likely to be the cause of death. Relay plus bare stent could be related to the change of patient's condition, but it was unk because dissection was not observed. Some bleeding was confirmed during the bypass procedure, but there was no problem while the patient was in ICU; therefore it is also less likely to be the cause of death. The cause of death was not determined. Outcome of the patient: the patient death was confirmed on (B)(6) 2014. The cause of death was not determined.

Manufacturer narrative:
Analysis of the relay plus stent graft system taa packaging assembly device history record (DHR), for device with final assembly lot 140523151, shows no discrepancies during the manufacturing process. Taa delivery system final inspection was performed by qc and no discrepancies were noticed the stent graft inspection results did not detect any discrepancies during the inspection performed by qc. In conclusion, not enough info was provided to understand the cause of death. Based on the info available, the manufacturing records show the product was manufactured with no inconsistencies to any of its processes.